Event description:
It was reported three years post implant a realize band, the patient presented with abdominal pain. An endoscopy was performed and noted that the band had eroded into the stomach in two places. The tip of the buckle was partially visible inside the stomach in one area and the inside circle of the band was visible in a separate area. The band was removed and completed laparoscopically. The patient is recovering without complications. The device is not being released for device evaluation.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device retained by account.